Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose ranged from 200-274 mg/dl. Reportedly, a pump reset was performed to address; however, the issue persisted. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.